Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. Troubleshooting was performed. The customer stated that the buttons are unresponsive and the insulin pump alarmed. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer mentioned that the device had a crack at upper right hand corner of the display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.